Event description:
The facility reported that the iol scissors broke during use. There was no pt impact and the fragment was retrieved.

Manufacturer narrative:
Devices was inadequately maintained. The facility failed to follow the recommended cleaning instructions for the device resulting in the device corroding.